Manufacturer narrative:
The affected ventilator babylog 8000 was manufactured in october 1994 and was available for the investigation. In a complete test, it was found that there were no technical deviations apart from an air pressure control which was set too low, and the device was working as specified. In case of an air pressure control being set too low, a high inspiratory flow in combination with a low oxy concentration could lead to the alarm ¿no compressed air¿. The device then switches to an o2 concentration of 100% without interrupting the ventilation. Based on the result of the investigation, we could not find any device failure as the root cause of the reported event. Since the hose system used was disposed of by the customer, it cannot be excluded that a leak in the breathing hose system led to the event.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported: ¿child was ventilation with a mask CPAP. Patient state continuously became worse. Setting peep 6. X-ray was inconspicuous until then. A pneumothorax developed. After intubation and drainage the ventilation was switched to simv. Only 4ml vt could be applied (tried to reach 11ml) with a ventilation pressure of 27mbar max. After replacement of the device noticeable improvement of the patient. The used hose system was disposed of by the customer and is not available anymore.¿